Manufacturer narrative:
The impella cp was returned and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6) female patient had impella cp pump inserted in the right axillary for cardiomyopathy. The physician reported the pump's p-level had to be lowered to p-3 due to a suction alarm. The suction alarm persisted with a decreased in pump flow. On (B)(6) 2020 the impella device was replaced with another impella device. Upon removal, thrombus-like substance was observed at the inflow part and the tip of the pigtail.

Manufacturer narrative:
The impella cp was returned. The root cause of the low pump flow was most likely ingested biomaterial occluding pump flow. The returned device confirmed evidence of biomaterial on the pigtail. No biomaterial was found on the inlet/outlet or in the cannula. The pump ran to specification with good pump flows in the lab. The data logs confirmed good pump flow, which was within specification for five minutes prior to a high motor current event that was followed by low pump flow and suction alarms, which was evident of biomaterial ingestion. DHR was reviewed and found no manufacturing related issues with this lot. There are no other complaints related this failure mode in this lot.